Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while plugged into a ac outlet in a pt room, a burning odor was detected and it was noted that the plastic on one side of the black ac plug housing on the charger had melted, leaving a hole in the side of the housing. There was no pt injury reported. (B)(4).